Manufacturer narrative:
The device was returned to the factory for evaluation. The device showed signs of clinical usage and some evidence of blood. Visual inspection did not identify any non-conformances that may have contributed to the reported event. Air was applied to the distal insufflation connector on the device several times; no restrictions were observed while applying air. Based upon the evaluation results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester experienced no flow coming out of distal insufflation port of the hemopro device. The tubing, insufflator and hemopro kits were all changed. The harvester continued to experience problem with the new kit as well. The harvester was able to complete harvest by keeping insufflation connected to btt port. The flow was adequate but did not seem ideal according to harvester as patients leg was large with high degree of fat. The incident slowed down the harvest by 40 minutes. The hospital did not report any patient effects. The hospital reported that the distal insufflation did not work on two devices during the case. Refer to MFR report # 2242352-2012-00402 for the related report.